Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number: k101880.

Event description:
It was reported that the neck of the implant broke at the time of placement. Implant was removed and procedure was completed using another implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was returned for investigation. Visual inspection of the returned product identified worn markings due to usage and bone and a fracture at the collar. It was noted on the product experience report (per) that the patient has type iii (low) bone density. The reported device location was #18 and placed/removed same day. X-ray or picture was not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that during that the neck of the implant broke at the time of placement. The reported was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes' h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes